Event description:
On (B)(6) 2025, the patient was hospitalized with diabetic ketoacidosis (dka) after wearing a pod on the abdomen for approximately 24-36 hours. The patient experienced symptoms of vomiting and diarrhea. Blood glucose readings were consistently elevated (>400 mg/dl). Despite correction doses of 4 units every 1.5 hours, bg levels did not improve, and by the time 12 units were on board, the patient was already severely ill and frequently running to the bathroom. Upon removal of the pod, bleeding was observed at the infusion site, and the cannula appeared bent. The patient had attempted a manual insulin injection, but it was administered too late to prevent progression of dka. The patient was treated with IV insulin, IV fluids, electrolytes, and magnesium. A new pod was placed, and the patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported bent cannula, hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Blood was observed on the adhesive pad and the soft cannula. Inspection of the formed needle found no damages or defects that would contribute to bleeding. The cause of the bleeding could not be determined.